Event description:
Customer reported the meter would not turn on with strip insertion and this issue began in 2009. On the morning of the sixth day, it was reported that she experienced feeling dizzy and "low" and became unconscious. Paramedics were called, however, they did not arrive for 2 hours and customer was then transported to a local hospital. It was also reported that she self-treated with her normal oral diabetes medication and drank juice. Hospital staff was not able to properly diagnose the customer due to the delay in arrival, the customer was known epilepsy and angina, and they were unsure if the event was related to her diabetes or the epilepsy. Therefore, there was no diagnosis reported. In addition, no specific medical treatment was reportedly rendered at the hospital. Attempts were made to contact customer to clarify the medical event and treatment.

Manufacturer narrative:
This is an initial report. Customer's product has been requested back for investigation and a final report will be submitted when the investigation is complete.